Event description:
It was reported that thrombus occurred and the patient experienced a transient ischemic attack. In (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no complications that were reported to have occurred. On (B)(6) 2021 the patient presented to the hospital with right sided weakness. The patient was diagnosed with a transient ischemic attack. Inspection of the closure device revealed that there was a device related thrombus present. There were no changes to the seal or the position of the device. At the time of presenting to the hospital the patients medication regiment was only aspirin. The patient did well following these events and recovered with no residual effects. The patient was discharged from the hospital on an oral anticoagulant.